Manufacturer narrative:
Block h2 (additional information): block b5 has been updated based on the additional information received on june 27, 2024. Block h6: imdrf device code a0401 captures the reportable event of a suture broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared for use in the esophagus during a procedure performed on (B)(6) 2024. During preparation outside the patient, when the device was unpacked, it was found that "the string was broken." There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the suture was broken. Additional information received on june 27, 2024: this device had a missing wire when it was opened for set up, and it was not used in a patient.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of a suture broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared for use in the esophagus during a procedure performed on (B)(6) 2024. During preparation outside the patient, when the device was unpacked, it was found that "the string was broken." There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the suture was broken.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of a suture broken. Block h11: the returned speedband superview super 7 was analyzed, it was found that the ligator housing was returned with the shrink wrap damaged at the side that the suture got broken. No other problems with the device were noted. The reported event of suture break was confirmed. Upon analysis, it was found that the ligator housing returned with the shrink wrap damaged at the side that the suture got broken. It is possible that this problem might have to do with the technique used by the physician or the way the device is being handled when it was taken out of the pouch when it was going to be used for setting up the ligator housing into the scope. Another possibility is that the shrink wrap could have been taken off the ligator housing with excessive force that would ultimately end up in the suture detachment as seen on the analysis. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was being prepared for use in the esophagus during a procedure performed on (B)(6) 2024. During preparation outside the patient, when the device was unpacked, it was found that "the string was broken.". There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the suture was broken. Additional information received on june 27, 2024: this device had a missing wire when it was opened for set up, and it was not used in a patient.